Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-29623. It was reported that the patient experienced heart pain and presented to the emergency room due to arrhythmia. The implantable cardioverter delivered multiple therapies and successfully converted the rhythm, but the patient lost consciousness; it was unconfirmed if any inappropriate shock occurred. Afterwards the device went into backup vvi (bvvi) mode with therapy deactivated. The patient had another arrhythmia and cardiopulmonary resuscitation (CPR) compressions were performed which resulted in atrial lead fracture. Programming changes were performed to resolve the bvvi. No changes or intervention was performed for the atrial lead. The patient condition was stable.

Event description:
New information received notes that the atrial lead exhibited loss of capture, loss of sensing, and noise due to the fracture. An x-ray was performed to confirm the atrial lead fracture.